Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 14 months post implantation due to aseptic loosening. Reportedly, ¿the native patella had a large sclerotic area on the lateral side, where the cement bone interface failed, leading to a patella/cement interface failure medially¿. It was communicated that the requested documentation was not available. Based on the limited information provided, the clinical root cause of the revision was the aseptic loosening and sclerosis of the patella; however, supporting documentation was not provided for evaluation, therefore, the reported events could not be confirmed, and the root cause of the loosening and sclerosis could not be concluded. The patient impact beyond that which was reported could not be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. The contribution of the device to the reported event could not be corroborated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Reference number: case- (B)(4).

Event description:
It was reported that, after a tka had been performed on (B)(6) 2020, the patient experienced aseptic loosening of the implant. The native patella had a large sclerotic area on the lateral side, where the cement bone interface failed, leading to a patella/cement interface failure medially. This adverse event was treated by revision surgery on (B)(6) 2021, in which the gii oval resurfacing pat 35mm was explanted, old cement was removed, and the patella was prepared with multiple small drill holes for better cement penetration, and the same sized implant was used. The current health status of the patient is unknown.